Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the calcified, moderately tortuous mid to distal right coronary artery (rca). The lesion was predilated with a 2.5x15mm non-bsc balloon. The physician attempted to place the 2.75x29mm taxus express2 drug eluting stent, but was unable to cross the lesion, the physician attempted to remove the stent delivery system (sds), but it was unable to be pulled into the non-bsc guide catheter. The physician removed the sds together with the guide catheter. Upon removal the stent was found to be flared. The procedure was completed with a 2.75x20mm taxus stent. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information for that review, a supplemental medwatch will be filed.